Event description:
Customer reported issues of cracks in the screen, invalid error messages when loading a new cartridge, slow data loading, and slow charging. There was no adverse impact to the customer's blood glucose level. Customer declined further assistance, and no additional troubleshooting or follow-up was conducted by technical support.